Event description:
It was reported that the metal ring at the end of the wand fell of into patient. The intent of the procedure was altered for the need to retrieve the device piece. Another device was used to complete the procedure. There was no patient injury.

Manufacturer narrative:
Final device investigation found that the device was returned with the metal plate on the distal tip broken off. The metal ablation tips that hold the plate in place were eroded from use such that they would no longer have been able to retain the plate in position. Electrical testing could not be performed due to the condition of the returned device. The device history record was reviewed, and no discrepancies were noted.